Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect clinical code - movement disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the buttocks, which is off-label usage of the device, on (B)(6) 2025. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. On (B)(6) 2025, it was reported that the patient became very ill, experiencing severe pain, inability to walk, nausea, dizziness, and symptoms consistent with diabetic ketoacidosis (dka). His girlfriend called 911, and when paramedics arrived, they administered IV fluids and took him to the emergency room (ER). The accuracy issue with the dexcom cgm began on (B)(6) 2025, with the device failing to reflect his actual glucose levels. At the time of the incident, the patient¿s dexcom cgm was not reading correctly, failing to reflect his actual glucose levels. According to the girlfriend, the paramedics checked the bg meter reading, which was 360 mg/dl when symptoms began and remained the same when they arrived. No cgm reading was recalled at those specific times. At the hospital, the medical team replaced both the transmitter and the sensor, but the cgm continued to provide inaccurate readings. The patient girlfriend also reported taking a total of two tablets of tylenol (paracetamol 500¿mg each, 1,000¿mg total) over the past 72 hours to manage pain. Although a formal diagnosis of dka has not been confirmed, the patient mentioned experiencing dka during the reporting. Due to ongoing issues with cgm accuracy, the patient remained hospitalized, as the care team needed reliable cgm readings before discharge. At the time of the report on (B)(6) 2025, the girlfriend manually checked the devices and reported the bg meter reading was 128 mg/dl and the cgm reading was 156 mg/dl and the patient was still hospitalized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. When the paramedics checked the bg meter reading, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the time of the report on (B)(6) 2025, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.